Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).

Event description:
It was reported that the patients midline incision was not fully healed and developed infection. Symptom of swelling was noted. The patient was sent for wound care and antibiotics were prescribed. The patient underwent an explant procedure. All explanted device components were discarded by the facility.